Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the end of the metal stent accidentally got into an infinitesimal gap between the cover and distal end of the subject scope. However, the final root cause was unable to be identified, as the event was not reproduced during the device evaluation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the customer feedback and device evaluation. The customer provided the metal stent was inside the patient, the cap did not fall out and there was no patient harm. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. In addition, the following non-reportable malfunctions were found during the device evaluation distal end has dents on the o-ring, objective (ob) lens adhesive is worn, light guide (lg) lens has tiny chips, bending section cover adhesive is cracked the scope connectors ad dry, and low angulation. If additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the device cap was stuck. The reported problem was found during an unspecified procedure. There was no harm or user injury reported due to the event.

Manufacturer narrative:
Though the device has not been returned at this point, it is possible foreign material adhered to the cap and led to it sticking. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.